Event description:
Medtronic (covidien) received report that a pipeline flex did not open well distally or medially during treatment of an unruptured, amorphous aneurysm in the right, ophthalmic internal carotid artery (ica). After the pipeline flex did not open, the physician resheathed the device twice, which was unsuccessful in opening the device. The physician also tried to facilitate the expansion of the pipeline flex by locking down the delivery wire and moving both microcatheter and delivery wire as a system, but the pipeline flex still did not open. The pipeline flex was resheathed and removed from the patient. A different pipeline of the same size was implanted successfully. There was no report of patient injury as a result of this procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded at the site. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4)